Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was ordered for replacement to resolve the issue. Patient information: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.